Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: complaint sample: total 07 (02 opened and 05 intact) complaint sample foils were received for investigation for code vp2534 lot t8007. All 07 foils were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. Opened complaint sample foils (02 opened foils) consist of zipper tray, lid, partial to complete disintegrated suture pieces and needle. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Foils were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. 01 needle received along with opened sample found satisfactory. Intact 05 suture foils were taken for investigation all the foils were in a crumpled condition upon opening for further investigation the sutures were found disintegrated in all 05 foils. Empty foils were visually inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. All 05 needle received along with intact sample found satisfactory. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. H3 investigational narrative: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2518 lot t8007. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2518 and lot t8007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 5.263 kgf and value at release was found to be 5.146 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 3.900 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code vp2518/lot t8007 no other event was reported for same description from other parts of country where this lot was distributed. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name and date. Emergency procedure. Lot number t8007. What was used to complete the procedure other code. What tissue was being approximated or sutured when it broke. No. Tissue is not approximated as suture got breakdown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown emergency procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.